Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: we are suspecting optical crosstalk issue from fam to the vic channel, normalizer drift and max does not have fan-on lysis software update installed which help with normalizer drift. Erroneous results? Yes. Was it obvious that the results were erroneous/could not be trusted? Yes. Does the customer always check the curves? Yes. Is a confirmatory test always performed? No, but as it was the 1st time customer used max assay, they tested samples with known results, previously tested with another technique. Were patient samples involved? Yes. In run #72, 2 false-positive results were observed with the bd max enteric viral test. Sample b8 is false positive for adenovirus (channel 530/565 top): whereas this result is negative with an antigenic test. The fluorescence of the amplification curve is weak on bd max. Sample b6 is false positive for astrovirus (channel 585/630 bot). The amplification curve is atypical, with low fluorescence.

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for adenovirus while running the enteric viral panel assay. The customer instrument database and run data where the suspected false positives were witnessed was provided to bd service and quality for analysis which revealed evidence of both optical crosstalk and normalizer signal drift. A bd field service engineer (fse) was dispatched to the customer site where they renormalized both readers and installed new software scripts to correct the normalizer drift issue. The instrument was qualified and verified to perform to specifications. This complaint is confirmed by quality and service. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action are open to address this issue. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of reader normalizer signal drift occurring in the rox optical channel and optical crosstalk from the fam to vic optical channels. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: we are suspecting optical crosstalk issue from fam to the vic channel, normalizer drift and max does not have fan-on lysis software update installed which help with normalizer drift. Erroneous results?: yes. Was it obvious that the results were erroneous/could not be trusted?: yes. Does the customer always check the curves?: yes. Is a confirmatory test always performed?: no, but as it was the 1st time customer used max assay, they tested samples with known results, previously tested with another technique. Were patient samples involved?: yes. In run #72, 2 false-positive results were observed with the bd max enteric viral test. Sample b8 is false positive for adenovirus (channel 530/565 top): whereas this result is negative with an antigenic test. The fluorescence of the amplification curve is weak on bd max. Sample b6 is false positive for astrovirus (channel 585/630 bot). The amplification curve is atypical, with low fluorescence.

Manufacturer narrative:
E.1 initial reporter e-mail: (B)(6). G.5 PMA / 510(k)#: k111860, k130470. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.